Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced sudden loss of his scs stimulation therapy. A sjm representative met with the patient but was unable to resolve the issue via reprogramming of the patient's scs system. Surgical intervention may be taken at a later date to address the issue.